Event description:
Customer called to inform lares that their handpiece coupler became hot during use. No patient or user injuries were noted.

Manufacturer narrative:
Device was tested and it did get hot as indicated by customer. The device could not be taken apart to identify the exact cause. The device will be replaced.